Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous drainage procedure for ascites using navarre universal drain. The package and product were inspected prior to use and found to be intact. However, during the procedure, it was reported that the wire has allegedly broken with partial damage observed specifically to the silk thread component of the device. The procedure was successfully completed by replacing with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported thread break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #), g3, h6 (method). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre universal drain. The package and product were inspected prior to use and found to be intact. However, during the procedure, it was reported that the wire had allegedly broken with partial damage observed specifically to the silk thread component of the device. The procedure was successfully completed by replacing it with another device. There were no reported patient injury.